Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the list of patients did not show. The customer stated that the issue occurred when the user was trying to issue medication to a patient. However, there were no delay, and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient list did not appear due to user permission configuration. The technical support specialist verified on the server that no security access had been granted and no areas had been assigned. The customer was advised to consult with management for further action.